Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, the right ventricular (rv) lead was unable to remove from the header. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.